Event description:
It was reported that the patient required medical attention after a pod detached while the patient was participating in physical education at school and the pod was not immediately replaced. As a result, the patient reportedly did not receive insulin for more than 24 hours because the grandmother was unaware that long-acting insulin was required when insulin pump therapy was not resumed. The patient was subsequently hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2026. Reported symptoms included stomachache and malaise. Treatment consisted of intravenous fluids and intravenous insulin. The patient was discharged on (B)(6) 2026 following a two-day hospitalization. Specific blood glucose values were not provided in the initial or follow-up reports.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s901usqs9gzb4 hardware: sm-s901u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.